Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) arm was tested on an in-house system in normal mode where it triggered a 23118 error code. The usm arm was also tested on a functional test platform where it failed additional testing confirming a component failure (insertion cva pca, ffc, and disc). There was no fluid intrusion confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had repeated recoverable errors on the universal surgical manipulator (usm). Error 23118 was found in the logs pointing to usm axis 3. The staff had tried to power cycle the system with no change. Technical support engineer (tse) walked the staff through a hard power cycle of the system with no success. The procedure was completed as planned with three remaining usms no reported injury.